Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they experienced multiple 23062 recoverable errors during a procedure. The staff member stated that they were able to recover from the errors. The technical support engineer recommended performing a hard power cycle if the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the error kept reoccurring. The procedure was completed using same surgeon console. There was no injury or harm to the patient. No further information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. During failure analysis, visual inspection was performed and no external damage was noted. The mtm was then placed on in-house system and was driven with no issues. No errors were triggered. The mtm was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The mtm failed on the following unrelated to the complaint: back drive - wy failed gravity balance test post sine cycle - ro failed - re-greased gears and still failed. Did not find any abnormalities with washer nor retaining ring unit also passed 1-hour sine cycle. After investigations, failure analysis found the root cause of the field error is most likely due to a faulty axis 5 gearbox motor and slip ring.